Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was hard to press, the customer needed to press the wake button with more force for the pump screen to turned on. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.